Event description:
Event description guidant received information that this single-chamber implantable pacemaker (ipm) displayed >2500 ohms lead impedance and a loss of capture in bipolar mode one day post-implant. A chest x-ray was performed, which revealed that the fineline ii lead was not fully inserted and was barely making contact with the distal setscrew.